Event description:
The patient reported that his pump had a "rotor malfunction". No other information was provided about this event. Additional information has been requested, but was not available at the time of this report.